Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted on (B)(6) 2014. According to the complainant, on (B)(6) 2017, the patient presented with vaginal mesh exposure 1 millimeter from the area of suture line. There was an unknown intervention and the event has not yet resolved. Additional information received on november 16, 2017. On (B)(6) 2016, the patient presented with vaginal mesh exposure of 1 millimeter away from area of suture line. No intervention has been taken and the event has not yet resolved.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted on (B)(6) 2014. According to the complainant, on (B)(6) 2017, the patient presented with vaginal mesh exposure 1 millimeter from the area of suture line. There was an unknown intervention and the event has not yet resolved.